Manufacturer narrative:
The user described the bump as large and tender to touch and indicated that the condition had not improved since it was first noticed. The user stated that the issue was not associated with adhesive patches. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance. The user indicated they planned to allow the insertion site to heal before resuming system use. Pain/redness at insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
The user reported pain, redness, irritation, and a raised bump at the sensor insertion site approximately one day after insertion on (B)(6) 2026.